Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 325cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with left breast pain and minimal firmness. As a result, the patient underwent implant removal on (B)(6) 2022. On (B)(6) 2022, he mentor failure analysis lab received two devices of the same lot for evaluation. Multiple follow-ups were performed for clarification, but no information was made available. It could not be determined which device belonged to the left breast and both devices were analyzed. It was found that the second device (assumed to be the right breast implant) was ruptured. This medwatch form is for the right breast prosthesis. Complications on the left breast has been reported under mrn: 1645337-2022-01020.